Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). The rv lead also triggered a lead noise warning and exhibited oversensing, possible p-wave oversensing (pwos), and increased impedance. The rv lead was reprogrammed and subsequently programmed off. The patient was sent home with a wearable defibrillator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient underwent a revision procedure. The rv lead pin was attempted to be pulled out of the implantable cardioverter defibrillator (ICD) header and it would not come out. Once the set screw was loosened and the rv lead was removed from the header, there was found to be a large chunk of tissue at the end of the rv lead pin that had been lodged in the header. The rv lead measurements were checked numerous times through the analyzer and the ICD, and noise was unable to be reproduced. There was also no visible issue with the ICD header. The decision was made to keep the existing rv lead and ICD implanted.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). The rv lead also triggered a lead noise warning and exhibited oversensing, possible p-wave oversensing (pwos), and increased impedance. The rv lead was reprogrammed and subsequently programmed off. The patient's implantable cardioverter defibrillator (ICD) was programmed off and the patient was sent home with a wearable defibrillator. No patient complications have been reported as a result of this event.